Event description:
It was reported that the hospital wall gas supply dropped and the anesthesia workstation stopped ventilating the patient. Connecting the anesthesia workstation to another wall supply helped only after a restart of the anesthesia workstation. No harm to the patient was reported. (B)(4).

Manufacturer narrative:
A supplemental report will be provided when the investigation has been finalized. (B)(4).